Event description:
Additional information stated, the cause of the event was unknown and the event was attributed to the patient¿s lead. It was reported, the patient¿s lead was scheduled to be explanted and replaced on (B)(6) 2013. It was stated the patient required hospitalization due to the event and their outcome was reported as non-serious illness injury. It was later reported, the cause of the event was due to a break in the patient¿s lead. It was reported, the patient¿s lead was scheduled to be explanted and replaced on (B)(6) 2013.

Event description:
Additional information received reported that on 2013 (B)(6) that the implantable neurostimulator (ins) left side system and two ¿hole straight plate and three screws¿ were explanted. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of the stimulator revealed no significant anomalies. The stimulator was functionally okay with insignificant anomalies. Final analysis of the lead and extension revealed no significant anomalies. The lead body was cut through and the product was segmented. Final analysis of the stimloc revealed no anomaly found.

Event description:
It was reported that the patient went in to get their device reprogrammed in 2012 and it wouldn't program. An x-ray was reportedly taken by the radiologist and it was determined that there was no break in the leads. However the patient went in again and was told that the neurologist looked at the x-ray and determined that the lead was broken. It was also noted that the in the few weeks prior to the patient seeing his doctor the patient was not feeling "buzz" in the morning when he turned the device on, but a few days later he started feeling "buzz" again. The patient was reportedly told by the patient's health care provider (hcp) that he would have to go through the entire surgery again. It was further noted that the patient did not know how the lead broke. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 3387s-40, lot# v044062, implanted: (B)(6) 2007. Product type: lead: product ID 748951, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension. (B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).